Manufacturer narrative:
G4 - PMA/510(k) #: preamendment. H3 - device evaluated by mfg?device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a tornado platinum embolization microcoil unraveled during an interventional cardiology procedure to embolize the of circumflex vessel. An unknown patient underwent angioplasty to the circumflex vessel, during which a dissection occurred. This was treated with a stent. Following stenting, an air embolus was observed and was believed to be caused by rapid withdrawal of the guidewire. Imaging revealed multiple air pockets, which were subsequently treated. On the final angiogram, a blush was noted, indicating a perforation in the distal circumflex vessel. The team used a bailout kit containing 0.018¿ tornado micro coils (3/2mm diameter) ¿ the first cook product used in the procedure. The first coil was deployed using a competitor's microcatheter and pushed with a cook coil pusher (cp-18-180). Imaging showed the distal end of the coil was not fully aligned with the perforation site and appeared elongated. A second coil of the same specification was deployed more distally. It also appeared elongated, but subsequent imaging confirmed occlusion of the bleeding site. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but currently not available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that a tornado platinum embolization microcoil did not take shape during an interventional cardiology procedure to embolize the of circumflex vessel. After the coil was deployed, it was noted on imaging that the coil appeared elongated and did not match the shape of the device on the label. A second coil was then deployed and also appeared elongated; however, the procedure was successfully completed with this coil. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The lot number for the complaint devices was not provided. Cook reviewed the sales history for this customer and was able to narrow the lot number down to two potential lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found that 25 of 1800 devices from the identified subassembly lots did not pass quality control inspections; however, the affected products were scrapped prior to release from cook. A complaint history search did not identify any other events associated with the identified device lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [t_ce_tem _rev3] supplied with the device states the following in consideration of the reported failure mode: ¿device description longer coil length and tornado-like configuration in deployed state maximize coil exposure to cross-section of lumen for disruption of blood flow. Special platinum coil used for construction is soft, easily detected radiographically and features spaced synthetic fibers to maximize thrombogenicity.¿ based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. It is possible the coil was deployed in a vessel with a diameter that was too small, not allowing the coil to take the intended shape. However, this possibility cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. Correction: h6 - annex a. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Customer provided imaging was provided 15oct2025. It was determined that the coils did not unravel. However, the coils remained straight instead of forming the "tornado shape".